Event description:
The caller reported that the mom is using a size 14fr suction catheter which she has a doctor's order for. The caller reported that the suction catheter is tight. The caller reported that the tracheostomy tube was removed the following day and replaced with a new 5.0ped tracheostomy tube that passes the 14fr suction catheter.

Manufacturer narrative:
No analysis or conclusion can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the MFR will review the lot history records. If the tube is returned and failure investigation results provide new or significant info, a follow-up report will be submitted.